Event description:
It was reported that the patient presented to the clinic for a routine device check. Upon interrogation, the atrial lead exhibited noise over-sensing which resulted in an inappropriate auto mode switch (ams). Programming changes were made. The patient was stable throughout.